Event description:
It was reported that 90 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes from lot # 8116766 were found before use with faded gradation lines. Lot #s 8094550, 8094563, and 8116695 were also affected by this event, but it is unknown how many incidents occurred in each lot.

Manufacturer narrative:
Investigation summary: 8 photos were provided. One shows the convenience pak top web, four show syringes and 3 are showing documents. From the ones showing the syringes, two photos show syringes where no printing defects were observed. The other two photos show syringes with light printing on the numbers 40, 50, and 60ml. Failure mode is verified. This occurred during the printing process, however, missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8116766. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-29. Medical device lot #: 8094550. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-19. Medical device lot #: 8094563. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-23. Medical device lot #: 8116695. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-06-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 90 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes from lot # 8116766 were found before use with faded gradation lines. Lot #s 8094550, 8094563, and 8116695 were also affected by this event, but it is unknown how many incidents occurred in each lot.